Event description:
Substantial air accumulation trapped in circuit despite attempts to manual prime and total circuit reprime. Attempted priming three times with air accumulation occurring in the same locations with each set. Device never came into contact with pt or used for therapy. Pt was treated with standard hemodialysis on the next day.